Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(4) 2011 and obtained the following information. The patient's daughter reported that the alleged issue with the subject meter not turning began "several weeks ago" prior to contacting lfs. The patient's daughter states that her mother tests her glucose 3x/day and manages her diabetes with pills and insulin (no adjustments) and due to the alleged issue "several weeks ago" prior to contacting lfs, she kept her diet strictly controlled and continued taking her usual dose of medication. The patient's daughter claimed "one week" prior to contacting lfs, at 6 am, the patient woke up feeling "dizzy and after a while she passed out and could not breathe." The patient's husband asked their daughter to call the paramedics, and they showed up "shortly after" to take her to the emergency room (ER). The patient's daughter could not recall if the paramedics tested the patient's glucose or if they administered any diabetes treatment before taking her, but did remember they gave her mother oxygen. Reportedly, once the patient was in the ER, she was revived and was also released the same day. The reporter could not recall what kind of treatment was administered, what her diagnosis was or if they tested her blood sugar level. During the initial call with customer service, the agent noted that the batteries were overdue for replacement. However, the issue persisted even after a new battery was replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.